Event description:
It was reported the cutter knob will not rotate to a stop on either side of the driver. The staff reports the carriage is sticking when sliding the cutter knob forward also. This was discovered on the first sample after the patient's breast had already been pierced. The customer had a rep's demo and used this to complete the case. There was no patient consequence. The device will be returned.

Manufacturer narrative:
Evaluation summary: it was reported the driver is being returned to the service and repair facility with performance issues. The analysis results confirmed that the driver was returned with loose cutter knobs, causing knobs to not rotate to a stop. Could not duplicate the customer's complaint that the carriage is sticking when sliding the cutter knob forward. The site replaced the left and right knobs to correct the customer's complaint. The site also performed sb 04-004. The driver was tested and met design specifications.